Manufacturer narrative:
(B)(4) investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the surgical procedure, while using the oscillating saw to perform the distal femoral cut of the tkr, the battery pack opened. No harm to the patient or additional medical intervention was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The device was not returned for complaint investigation. The device could not be visually inspected in an effort to confirm the defect. No repair/evaluation has been performed as the product was not returned. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.